Event description:
Reportedly, external shock therapy was applied to the pt due to ventricular tachycardia and no pacing output was observed just after dc shock. Then dc shock was delivered several times. The paddle of external defibrillator was placed 3 cm below pacemaker pocket. (Clinical engineer thought that pacemaker is safe because aha guideline suggests keeping paddles one inch or more away from pacemaker.) Pacemaker interrogation was tried just after shock therapy, however, interrogation was not completed. Pacing spike like a unipolar at 70 ppm was observed on ECG, however, it was non-captured pulse. The pacemaker was explanted and returned for analysis. An ICD was implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Conclusion: the absence of output and telemetry resulted from damages of the protective components (including the protective diodes), which induced an overconsumption; in addition, the difficulties to reprogram the device could be explained by partial damages on the internal circuits provoked by the external shocks. These damages most likely resulted from the external defibrillation shock. The symphony sr devices are implantable cardiac pacemakers, intended to treat bradycardia; they are not intended to treat arrhythmias, such as a ventricular fibrillation.